Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. (B)(6). Reason for device explant and/or reoperation: capsular contracture baker grade IV. Concomitant products: a gel mentor memorygel breast implant 425cc, catalog number 3504254bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 425cc and experienced capsular contracture baker grade IV on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.